Event description:
A baxter sales representative reported to baxter corporate product surveillance an unknown amount of pediatric extension sets in which a leak occurred at the distal luer. According to the report, the facility connected the extension set to a hospira clave (product code 12030-12) when the leak occurred. The hospira set was connected to a baxter infusor at the lower y-site of the tubing. Medication that was being infused was propofol. This has happened 4 or 5 times in the last couple days. The event occurred in the pre-op department. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation with an unknown set connected in the female luer lock. A visual inspection was performed and defects were not observed. Functional testing was performed by connecting the female luer lock adapter to an extension set with solution. The set was primed and fluid was allowed to flow. The set was then clear passage tested at 8 psi with no issues found. The reported condition was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.